Event description:
This individual patient information was captured based on a literature review and additional information received from the author. It was reported that after a percutaneous coronary intervention, arteriotomy closure of a calcified femoral artery was attempted using a perclose device. Reportedly, the device failed to deploy. Manual compression was applied for additional two minutes to achieve hemostasis. Local compression was kept by a non-abbott mechanical compression device. Two hours after the closure procedure, the patient smoothly ambulated as protocol. The physician indicated it was possible that the heparin was revered by protamine. The patient blood pressure was reportedly 219/63mmhg. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event and therapy estimated. The article indicates the procedures were performed between (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.